Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer multi- fenestrated septal occluder - cribriform was selected for implantation using an 8f amplatzer trevisio intravascular delivery system. During the procedure, during deployment, it was noted that the device was deploying in a bulbous shape. The device was retracted back into the delivery system, removed from patient anatomy, and replaced with a 25mm amplatzer pfo occluder. The device was not released inside patient anatomy; there was no angulation or kink noted in the delivery system and there was no interaction with cardiac structures during deployment. The patient is reported to be stable and discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. Images were received from the field and the images appeared to show the device deforming bulbous, however, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and 8f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.